Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows no suture or ts remain on the delivery needle or were returned. The actuator is in its post t2 deployment position indicating multiple trigger advancements and a complete deployment. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Do not push the deployment slider twice or the second implant will deploy prematurely.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an unknown procedure, the device misfired. Event resulted in a surgical delay of more than 30 minutes. A back-up device was available, no patient injuries were reported. Attempts were made to retrieve further information but no response was received from the complainant.